Event description:
It was reported that the swivel mechanism of the epiq 7c ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The philips service engineer evaluated the system and confirmed the failure, finding the bearing flange was raised up and not allowing the solenoid piston to fully engage. The bearing flange was cleaned and reseated with loctite to repair the system. A thorough investigation was performed to identify the root cause of reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. The system has returned to service with no similar issues reported.